Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a ventral hernia procedure and mesh was used. The disc broke off of the patch when the device was being placed. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/20/2016. Additional information: the mesh showed that one strap was completely broken off at the loadring, the second strap is still attached. And a partial separation of both wings on the top at the welding with the load ring was observed. The partial separation of the wing at the welding with the load ring may occur during handling and does not have any effect on the product properties and functionality. The cause of the breakage of the strap could not be clarified.